Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was hard to pull out and was losing ball bearings. A field service engineer replaced both drawer slides to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system 4000 auxiliary drawer 3 failed whenever the drawer was being accessed. The customer stated that unless they pulled the drawer out immediately, it would create the failed storage as it would not pull open itself, and they could recover storage space, but it would continue to create the failed drawer if the drawer was not pulled physically when being accessed. The customer stated that the reported malfunction occurred while pulling medication and there was no delay in patient care. There were no adverse events or injuries reported based on this event.